Event description:
It was reported that the insulin pump is not working. Insulin is leaking at the reservoir. Customer has changed the infusion set and reservoir. Customer experiencing high blood glucose since april. The current blood glucose reading is 357 mg/dl. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.